Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call drive support cap anomaly. Customer's blood glucose level was 190 mg/dl. Troubleshooting was performed. Customer advised the drive support cap was loose and came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and there was no anomaly. The insulin pump was received with a cracked and detached end cap. The device was unable to perform the displacement test due to cracked and detached end cap.